Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to verify unresponsive button and perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip,c racked reservoir tube, cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 500 mg/dl. The customer can't get the buttons function properly once in the bolus wizard. The customer reported that the up and down arrows are not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer bypass the high blood glucose troubleshoot for we know the cause due to the device not working.